Event description:
It was reported that the patient was found unconscious in vf and had to be externally defibrillated. The patient was intubated in the emergency room. Device interrogation revealed intermittent loss of ventricular sensing. Review of stored events noted that the patient was initially in a vt in the monitor zone. The device provided atp therapy which did not change the rhythm, then the device diagnosed return to sinus. Three episodes of non-sustained vt displayed intermittent undersensing of vt. Programming changes were made. However it was noted that the patient had fine fibrillation that could not be seen by the device, despite sensitivity programming. The patient will continue to be closely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.